Event description:
It was reported that the patient was seen by paramedics and was diagnosed with blood glucose (bg) values that dropped to 53 mg/dl. The patient had bg values that reached 369 mg/dl. For treatment, the patient gave no information. The pod was between 36 and 48 hours on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2024 was downloaded and reviewed. Review of the cloud data found that a controller with serial number (B)(6) was used until 20:43 on (B)(6) 2024 when a new controller with serial number (B)(6) was setup. This new controller was setup with a basal program of 3 u per hour for 24 hours, while the last basal program used on the previous controller was 0.5 u per hour from 00:00 to 10:00, 0.65 u per hour from 10:00 to 17:00, 0.5 u per hour from 17:00 to 19:00, and 0.85 u per hour from 19:00 to 24:00. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode during this period and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm was able to appropriately reduce and stop delivery of microboluses as estimated glucose values decreased towards and below the user's target. The change in controller serial number resulted in the total daily insulin (tdi) increasing from 11 u per day to 144 u per day as a result of the 3 u per hour basal program, resulting in a higher adaptive basal rate for the first pod of the new controller. Two switches from automated mode to manual mode were seen on (B)(6) 2024, one from 16:42 to 17:32 and one from 18:37 to 19:56. While the system was in manual mode, the system was correctly delivering the basal program of 3 u per hour regardless of the estimated glucose values received. No evidence of an overdelivery of insulin was observed in the available cloud data. It could not be conclusively determined if the 3 u per hour basal program was incorrectly or unintentionally programmed by the user during set of the new controller serial number. The exact cause of the reported incorrect basal settings could not be determined.